Event description:
The doctor was attempting to insert s three piece silicone lens aq2010v model in the pt's eye and notices the haptic tore off. There was pt contact but the lens was not inplanted no pt injury.